Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported that he received the following estimated results on advantage system compared to a professional meter within 10 minutes: 182 mg/dl (advantage system) and 92 mg/dl (professional meter). Both values are the customer's estimation of what was received. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.